Manufacturer narrative:
Not returned. Info from the field was received indicating the pt was admitted to a hospital that does not have electrophysiologists on staff. As of today, the cause of death could not be confirmed. There were no allegations from the pt's physician or the field staff. The available info suggests the device was buried with the pt. Should any add'l info related to this event become available, this event will be updated.

Event description:
Event description boston scientific received info that pt implanted with this implantable cardioverter defibrillator (ICD) expired. The pt's father reported the pt had suffered a heart attack. The pt was in the hospital in a non-monitored room at the time of death. The pt's father question why the device did not deliver therapy.